Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer stated that they have not had any medical intervention or symptoms since the last call. Customer didnt received the replacement product yet. Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi display accompanied by symptoms. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of poor eyesight and feeling lethargic. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the bathroom. Test strip lot manufacturer's expiration date is 10/24/2019 and open vial date is three days ago. The meter memory was reported for previous test result history: (date/time not stored correctly): (B)(6). Customer is taking her blood 1 hour after eating sometimes before a meal. It has been running with high results since yesterday. She has no air condition in her home in (B)(6). She stores strips in the bedroom. We ran a blood since she said her last reading was hi. Ran blood 1 hour after eating and it read 574mg/dl non- fasting. Customer does use alcohol before sticking her finger. Advised to wash hands but she is handicap and she has a difficult time getting to the bathroom. She was not able to read the meter well, so she had written down the results.